Event description:
It was reported that at device changeout, insulation abrasion was found. Lead was explanted and replaced.

Manufacturer narrative:
Clarification - the event was reported on time and not late as previously reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.